Event description:
On (B)(6) 2021 ER visit. Dx pneumonia. Chest x-ray. On (B)(6) 2021 ICU and hospital stay. Dx pneumonia and blood clots on my lungs. Chest x-ray/cat-scan. Almost vented. Discharged on home oxygen. FDA safety report ID # (B)(4).